Event description:
Device issue: none. Adverse event: thrombosis. Time of adverse event: approximately 2 weeks post-procedure. It was reported that approximately on (B) (6) 2010, a mini vision stent was implanted in the lad. Approximately 2 weeks post stenting procedure, the patient was to have a stent placed in the proximal lad. During the procedure, thrombosis was noted in the 2.5 mini vision. An aspiration catheter and ivus was used to treat the thrombosis. Reportedly, the patient is doing fine. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported thrombosis is a known adverse event listed in the mini vision instructions for use (IFU). Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.